Event description:
It was reported that during a ptca/stent procedure of a mid lcx vessel, resistance was encountered and the system was withdrawn into the guide catheter (contrary to IFU). The stent dislodged upon withdrawal and was retrieved from the left main trunk with a snare. There were no pt effects reported.